Event description:
On (B)(6) 2012, the patient contacted animas and stated that the down arrow keypad button was intermittently responsive. The patient denies exposing the pump to moisture and stated there is no visible physical damage to the pump or the keypad. The patient has declared that all other keypad functions are working normally. The patient wears the pump in a pocket and does not clean the pump. This report is being made due to the allegation of a keypad malfunction.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4)2012 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. The down arrow keypad button was intermittently responsive during testing. All of the other keypad buttons responded to button presses as expected. The keypad buttons were found to spring back and click back normally. There was evidence of contamination found under the up arrow, down arrow and contrast key contacts. Animas has conducted a review of the device history record for this pump on (B)(4) 2012 and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Serial number: the serial number for this device was originally reported as (B)(4). The correct serial number for this device is (B)(4).

Manufacturer narrative:
Device evaluation follow-up #1 submitted (B)(4) 2012. The pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: testing could not duplicate the complaint of an unresponsive keypad. The keypad was fully functional and was removed to investigate: no evidence of keypad contamination, or misaligned contacts were found . The pump cover was removed to inspect keypad flex and flex connector, and the flex connector was found to be not fully closed.